Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 22323, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification showed that the catheter was used for 27 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the balloon catheter failed the returned product inspection due to a push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.